Event description:
It was reported that the surgeon tried numerous attempts to remove the locking cap but found it impossible. This is complaint 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records of these matrix devices were reviewed and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A CAPA determination request has been initiated. We are not able to determine the cause of this occurence. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
The patient was being treated for spondylolithesis during the reported event.